Event description:
It was reported that the patient had five promus stents implanted on an unspecified date. The patient has been experiencing shortness of breath, cannot lift more than two pounds, and has pain in his legs. The patient feels that the stents are the cause of his symptoms. No treatment was reported. Additionally, it was reported that a dissection occurred. It could not be confirmed whether or not the dissection occurred during the procedure in which the promus stents were implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported dissection is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.